Event description:
The customer called reporting they received an error 3 message and was unable to test using their meter. During the course of investigation, it was discovered that the meter had experienced the memory overwrite malfunction and the uom was selectable. No report of death, serious injury or mistreatment was noted.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to (mmol/l). Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error numbers 1301, 0300, 0015, 0204, 0800, 0806 errors were not found in error log. E3 errors with low battery icon were observed. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the, fa16mayletter.